Event description:
It was reported the patient experienced diaphragmatic stimulation from the left ventricular lead and it was not possible to reprogram around it. The lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.